Event description:
Adverse event(s): "unplanned pc tear" (capsular bag tear, posterior). Product problem(s): "unit stopped aspirating" (aspiration issue). A nurse reports an unplanned pc tear. While using an anterior vitrectomy probe, the system stopped aspirating. The probe was exchanged and again, still no aspiration. The nurse stated they were at the end of the case and the surgeon stated he had removed all the vitreous and declared the case complete. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). (B)(4). (B)(4).